Event description:
This lead had no capture. The patient was seen in the ER where the pulse amplitude was increased and capture was restored.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.